Event description:
It was reported that a pump was replaced as it had ran dry due to being unmanaged. A dye study was performed, however, results were not indicated. The pt had recovered without sequela. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B)(4).